Event description:
The lay user/patient contacted lifescan (lfs) in 2007 alleging high readings on her one touch fasttake meter. A medical affairs specialist (mas) spoke to the patient three days later and obtained/verified the following information: on the morning of event day at approximately 9:15 am, the patient tested her blood glucose and obtained a 144 mg/dl. She was asymptomatic at the time of testing and took 20 units of humalog based on the meter result and then ate breakfast. She did not test her blood glucose until 12:30 pm, when she began to feel jittery and shaky. She had not eaten lunch yet and tested her blood glucose and obtained a 392 mg/dl. Due to the elevated reading, she just drank a glass of water and then went to the hospital. She was only seen at 3:15 pm ,and a lab draw was done and her reading was 112 mg/dl. She was treated with IV fluids after the results came back and then released. She was not given a diagnosis. Her symptoms went away prior to leaving the ER at 4:40 pm. The physician notified her that "everything was normal." She tested her blood glucose before going to bed and obtained a 295 mg/dl and was asymptomatic. She took her set amount of lantus 24 units and went to bed. The patient felt that maybe her symptoms were related to her not eating lunch that day. The test strips that the patient had expired in 2006. Using expired test strips may lead to false blood glucose results. The technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the patient replacement meter and testing supplies. The complaint is being reported because the patient alleged high readings on her one touch fasttake meter. She claims that while having symptoms that could be consistent with hypoglycemia she obtained a 392 mg/dl on her lfs meter and then went to the ER 3 hours later for medical assistance and was treated with IV fluids. Her exact diagnosis is unknown.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.